Event description:
Reportedly, during testing, an '02 sensor error' occurred. It could not be solved by calibration. The device was not used on a patient when the event occurred.

Manufacturer narrative:
(B)(4).